Event description:
Same case as MFR report #: 2134265-2011-05882. It was reported that during the preparation for a stenting treatment procedure, a catheter entrapment and shaft fracture occurred. The procedure treated the target vessel in the left anterior descending artery. It was noted that the cath lab tech did not wipe down the platinum plus guide wire prior to loading a 3.0x32mm veriflex stent. The veriflex stent then got stuck on the guide wire at a portion outside of the patient's body. While they were pulling the stent off the guide wire, the stent catheter shaft broke. The physician then cut the guide wire proximal to the stent to remove the guide wire from the patient. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)